Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced polyethylene wear. As a result, the patient underwent a left knee revision approximately 10 years after initial implantation. It was later observed that the patient's femoral component had debonded. No further patient impact reported. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.